Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they spoke to the biomed about the arctic sun device getting alert 01(patient line open) and 02(low flow). Biomed confirmed that the alerts were in the system event log and ordered a new fluid delivery line (fdl), but the issue continued. Explained that the issue was with the circulation pump and since the device was due for the 2000-hour preventive maintenance, currently had 9169 hours and no records of it being done in the past. Per follow up information received via phone on 29may2024, it was reported that the circulation pump had to be replaced. They ordered the part, but it was on backorder without an eta. Once the part was received, it will be replaced, and the device will be returned to service. The device will not be coming in for evaluation and there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to the biomed about the arctic sun device getting alert 01 (patient line open) and 02 (low flow). Biomed confirmed that the alerts were in the system event log and ordered a new fluid delivery line (fdl), but the issue continued. Explained that the issue was with the circulation pump and since the device was due for the 2000-hour preventive maintenance, currently had 9169 hours and no records of it being done in the past. Per follow up information received via phone on 29may2024, it was reported that the circulation pump had to be replaced. They ordered the part, but it was on backorder without an eta. Once the part was received, it will be replaced, and the device will be returned to service. The device will not be coming in for evaluation and there was no patient involvement.